Manufacturer narrative:
System components- pump: model- 72404310, lot sn- (B)(4). Reservoir: model-720182-01, lot sn- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device after the device was explanted on (B)(6) 2020 due to an abdominal infection. Additional information received that the procedure on (B)(6) 2020 was a removal operation to remove the implant. The patient outcome was reported to be well.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specifications. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. The ams 700 flat reservoir was visually inspected; a large cut was present in the reservoir shell. Based on the examination of the cut and the tool markings present, this damage was concluded to be attributed to sharp instrument/tool damage consistent with explant. Due to this damage being consistent with explant it will be considered a secondary failure. This damage resulted in an inability to functionally test nor leak test the device. Product analysis is unable to confirm the allegation of an abdominal infection nor a relationship with the device malfunction and the reported events. An investigation conclusion code of known inherent risk of device was chosen as the most probable cause, as the reported infection could not be confirmed through product investigation but is included as an adverse event in the product labeling. System components- pump model- 72404310. Lot sn-(B)(6). Reservoir. Model-720182-01. Lot sn-(B)(6).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device after the device was explanted on (B)(6) 2020 due to an abdominal infection. Additional information received that the procedure on (B)(6) 2020 was a removal operation to remove the implant. The patient outcome was reported to be well.